Event description:
Involved components: nr410z - as femur extens.stem 5° d20x117 cem.less - lot 52455976 nr592z - as enduro fem.spacer post/dist f2 12x4mm - lot 52325498 nr882z - as enduro meniscal component f2 14mm - lot 52559347 nx045 - patella 3-pegs p5 - lot 52431745 nr400z - as nut f/femur extens.stem all sz.neutr. - lot 52569541

Manufacturer narrative:
Additional information: h6 - codes updated . Investigation: an investigation method could not be applied, because a device/explant was not provided for investigation. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. Conclusion/preventive measures: in the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine the root cause for the mentioned loosening of the implant. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based upon investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an as enduro femoral component cemented f2r (nb018z) was implanted during a total knee arthroplasty (tka) procedure performed on (B)(6) 2020. According to the complaint description, the femur became loose. The patient underwent a revision procedure on (B)(6) 2023. And the doctor revised the femur. This incident occured post-operative. A revision surgery was necessary. No patient complications were reported as a result of the revision procedure. The adverse event is filed under aag reference (B)(4). Involved components: nr410z - as femur extens.stem 5° d20x117 cem.less - lot 52455976. Nr592z - as enduro fem.spacer post/dist f2 12x4mm - lot 52325498. Nr882z - as enduro meniscal component f2 14mm - lot 52559347. Nx045 - patella 3-pegs p5 - lot 52431745. Nr400z - as nut f/femur extens.stem all sz.neutr. - lot 52569541.